Event description:
During preparation for use for cardiopulmonary bypass, the level alert sensor displayed a "check module" error message. The sensor cable was replaced, restoring normal function. There were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
H3. Evaluation begun, but no conclusions have been reached.